Event description:
It was reported that during a training lab session at the st. Louis hub, the tab on the bottom of a size 9 revive proximal body bent during assembly. When an attempt was made to straighten the tab, it broke off completely.

Manufacturer narrative:
The reported event was confirmed since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following the received device shows signs of extensive usage as evident by wear marks and scratches. The device exhibits clear breakage at the distal end, as it is returned with broken pieces. Overall damage indicates improper and rough handling. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time no indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a combination of user and wear related issue. The failure was caused by improper and rough handling. Since it has been long in use thus a normal weakened structural integrity due to repeated reprocessing cycles is considered possible. If any further information is provided the complaint report will be updated.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that during a training lab session at the st. Louis hub, the tab on the bottom of a size 9 revive proximal body bent during assembly. When an attempt was made to straighten the tab, it broke off completely.